Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing and bolus delivery, no insulin was observed exiting the infusion set tubing. Customer changed the infusion set and cartridge. Customer's blood glucose was 330 mg/dl.